Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received a low reservoir alert the day before and then a no delivery the day of the call because the reservoir was empty. Customer had high blood glucose of 464 mg/dl. Customer stated the insulin was cold and he would wait for it to be at room temperature to change the set and prime. Customer would treat with manual injection in the meantime.